Event description:
Patient reported that received er1 and hi messages on ss meter and had no symptoms. Control test results (not given) were in range. Test strip to color chart comparison was 350 mg/dl or greater. Test strips were expired, meter code (9) did not match strips (4) and meter isn't cleaned according to manufacturer's product recommendations. Lfs rep reviewed correct cleaning and coding and urged pt to contact the patient's dr if pt gets er1 or hi message as they may indicate a bg over 500. There was no allegation of harm.